Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program.events occurred between (B)(6)¿ (B)(6) 2026.this report summarizes 3 events for the failure: fracture. - 1 event had insufficient information. - 2 events had no health consequences or impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program.reported events3 events were reported for this quarter.product return status1 device investigation type has not yet been determined.2 devices were evaluated based on historical data analysis.evaluation findings (results/components)1 device: results pending completion of investigation / part/component/sub-assembly term not applicable2 devices: fracture problem / part/component/sub-assembly term not applicableproduct disposition2 devices: product not received1 device: product disposition is not yet determinedadditional information3 devices were labeled for single-use.3 devices were not reprocessed or reused.this report was impacted by emdr scheduled maintenance occurring july 22-27, 2026.